Event description:
The customer returned the plunger holder/track ii from a syringe infusion pump (model and serial numbers are unk) for repair. During in-house testing. It was discovered that the pump would not alert load syringe plunger per specifications.